Event description:
Sensor calibrated without a problem. No problem withdrawing from the tonometer. Went into uac 1cm and would advance no further. Attempted to pull out a couple of time. Each time it would only advance 1 cm then stop. Blood then back-up to the y-connector. Monitor displayed message: "sensor kinked". The sensor was removed and returned to the manufacturer for investigation. No report of harm or injury to a pt has been received.